Event description:
It was reported, during the implant procedure, the leads were unable to be stabilized. Consequently, these leads were removed and two competitor leads were implanted uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood/body fluid was present on distal conductor (not obstructed) and blood was present on the helix mechanism (sleeve head). Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended and retracted within nine turns. Helix, fully extended, measured .079 within specification. Primary analysis findings: no anomalies found. Lead accessory/stylet test failed. Primary analysis findings: no anomalies found.